Event description:
Customer reported an occlusion alarm which caused blood glucose levels to display as "high," a specific value was not provided. The customer administered a correction injection using a multiple daily injection regimen. The customer subsequently changed the infusion set and cartridge.